Event description:
Journal reference; spinelli m, weil e, ostardo e, et al. New tined lead electrode in sacral neuromodulation: experience from a multicentre european study. World j urol. Jul 2005;23(3):225-229. The use of a new tined lead electrode for sacral neuromodulation (sns) was evaluated in a european study including total patients with chronic voiding dysfunction. Reportable event: at 6 weeks follow-up, x-ray evaluation revealed two lead migrations compared to the original location of the lead. The tined lead was removed from these two patients.